Event description:
It was reported that a solution administration set leaked from a slit in the tubing. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information. The device was received for evaluation. Visual inspection revealed that the tubing of the set was sealed. The cause was due to the set being sealed by the packaging machine. Machine operators will be trained to look for this issue. Should additional relevant information become available, a supplemental report will be submitted.